Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-dec-2019. The most recent information was received on 21-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pains') in a female patient who had essure (batch no. 664587) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced arthralgia (seriousness criterion medically significant), tinnitus ("tinnitus"), deafness ("hearing loss"), insomnia ("insomnia"), hyperthyroidism ("hyperthyroidism"), gastrointestinal disorder ("bowel problems"), fatigue ("chronic fatigue"), tendonitis ("tendonitis"), amnesia ("memory loss"), confusional state ("mental confusion"), arrhythmia ("cardiac arrhythmia"), food intolerance ("food intolerances") and tooth fracture ("broken tooth"). At the time of the report, the arthralgia, tinnitus, deafness, insomnia, hyperthyroidism, gastrointestinal disorder, fatigue, tendonitis, amnesia, confusional state, arrhythmia, food intolerance and tooth fracture outcome was unknown. The reporter considered amnesia, arrhythmia, arthralgia, confusional state, deafness, fatigue, food intolerance, gastrointestinal disorder, hyperthyroidism, insomnia, tendonitis, tinnitus and tooth fracture to be related to essure. Lot number:664587 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pains') in a female patient who had essure (batch no. 664587) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced arthralgia (seriousness criterion medically significant), tinnitus ("tinnitus"), deafness ("hearing loss"), insomnia ("insomnia"), hyperthyroidism ("hyperthyroidism"), gastrointestinal disorder ("bowel problems"), fatigue ("chronic fatigue"), tendonitis ("tendonitis"), amnesia ("memory loss"), confusional state ("mental confusion"), arrhythmia ("cardiac arrhythmia"), food intolerance ("food intolerances") and tooth fracture ("broken tooth"). At the time of the report, the arthralgia, tinnitus, deafness, insomnia, hyperthyroidism, gastrointestinal disorder, fatigue, tendonitis, amnesia, confusional state, arrhythmia, food intolerance and tooth fracture outcome was unknown. The reporter considered amnesia, arrhythmia, arthralgia, confusional state, deafness, fatigue, food intolerance, gastrointestinal disorder, hyperthyroidism, insomnia, tendonitis, tinnitus and tooth fracture to be related to essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-dec-2019 for the following meddra preferred term: arthralgia analysis in the global safety database revealed 187 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.